Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019.

Event description:
It was reported that the patient had difficulty getting a full charge on the ipg. It was also reported that the patient had to charge the ipg frequently and for longer period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.